Manufacturer narrative:
Analysis found that the bur was broken and found in the collet of the handpiece. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned with no information. There was no patient involvement.

Manufacturer narrative:
Upon further analysis it was determined that (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction on the aware date. If information is provided in the future, a supplemental report will be issued.